Manufacturer narrative:
(B)(4). One lf5544 was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned product did not meet specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. Visual inspection found the clear insulation was missing and was not returned. The customer reported that the plastic insulation slid off of the instrument tip and the reported condition was confirmed. Additionally, the device failed hi-pot testing. The investigation identified the root cause of the investigation findings to be user error. The IFU states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). Date of initial report: 01/16/2017. Complaint information provided from the FDA through medwatch mw5066295. The incident sample was requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic sleeve gastrectomy, the insulation on the tip of the device detached. The piece was retrieved from the patient and a second device was used to continue the procedure.